Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient was unhappy, residual astigmatism and required repositioning at 3 months. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested.